Manufacturer narrative:
On 5/10/2017 - this lead was capped and replaced on (B)(6) 2017. On (B)(6) 2017, the associated ICD had intermittent capture, even with the new lead. The new lead tested fine, so the ICD was replaced on (B)(6) 2017.

Event description:
This lead was implanted ous, the patient is now in the u.s. Noise on the rv and ff channels and could be recreated while palpating the pocket. The noise led to detection and therapy. Lead impedances are normal. The lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.